Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue and system risk analysis (sra). Trending analysis of the odor/smells issue was reviewed from (B)(6) 2017 to (B)(6) 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for return and further evaluation. The assignable cause of the odor/smells issue is likely the oil mist filter, catalytic converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
(B)(6). A field service engineer was dispatched to the customer site. A planned maintenance was performed and the catalytic converter, oil mist filter and vacuum pump oil were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported an odor or "smell of h2o2" emitting from their sterrad 100s sterilizer . There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.